Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic myomectomy, when the surgeon sutured the uterus on a continuous suture technique, the needle and thread broke. They used another new barbed line to suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic myomectomy, when the surgeon sutured the uterus on a continuous suture technique, the needle and thread broke. The suture detached from the needle. They used another new barbed line to suture and to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The needle was returned disengaged from the suture. Additionally, the suture was returned with no loop. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Unfortunately, as no sealed samples were returned, a needle attachment or a laced-through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.